Manufacturer narrative:
(B)(4). This lot was manufactured from may 09, 2014 ¿ may 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer and luer cap of a large volume infusor separated from the tubing of the device. This occurred after filling the device but before use. There was no patient involvement. No additional information is available.